Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot # v182607, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v149879, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
A consumer reported that in the past three weeks, the patient had been having trouble, they were not walking right, they were starting to walk on their knees, they were using a walker, they were seeing double, and they were disoriented. The symptoms started in (B)(6) 2015. Prior to surgery, the patient was taking 1700 mg of stalivo and they had been bedridden for seven years. When the implantable neurostimulator (ins) was turned on, the patient started walking, but they started using a walker two years ago. The patient had fallen in (B)(6) 2015 and they had fallen three times since. The patient had an appointment with their health care provider (hcp) scheduled for (B)(6) 2015, but they were trying to get in earlier. The ins had not been updated since october. The patient¿s indication for use is parkinson¿s dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.